Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This crt-d remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Additional information was received that this device has not been interrogated for the past three years and during a recent attempt, it was not successful to interrogate it. The field representative stated that a device changeout procedure was scheduled. Further information was received that this device has been explanted and replaced with a non boston scientific product. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This crt-d remains in service. No adverse patient effects were reported. Additional information was received that this device has not been interrogated for the past three years and during a recent attempt, it was not successful to interrogate it. The field representative stated that a device changeout procedure was scheduled. No adverse patient effects were reported. At this time, this device remains in service.